Event description:
The customer stated, creatinine results were not reproducible for one pt tested on the architect c8000 analyzer. A creatinine result of 44.3 g/l was generated and did not correspond with the pt's previous medical history. The sample was repeated with results of 9.8 and 22 g/l. After assay recalibration, a result of 10.0 g/l was obtained. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.